Event description:
During a coronary procedure while attempting to push the guidewire down the catheter resistance was felt. A small plastic tube came out of the distal end of catheter. There was no pt involvement as the device was not used in the pt. The product will be returned for analysis.